Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One titanium hexed screw (uniht) was returned for investigation. Visual inspection of the as returned product identified that the device was fractured and the hex rounded. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the screw fractured, patient came with loose crown. The reported event was confirmed. Per visual inspection the screw was determined to be fractured. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, expiration date, UDI, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes', device manufacture date, evaluation codes, additional narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (uniht) fractured.